Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, the gun partially fired on thick tissue and the reversed on its own. It did this twice. Gun was then replaced. No detrimental patient outcome.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 1/15/2020. D4: batch # t5e44g. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with an gst60t cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/17/2020. Corrected data: investigation summary the analysis found that one plee60a device was returned with no apparent damage and with an gst60t cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The partially fired is consistent with an incomplete or interrupted cycle. Device was test fired articulated left over 8mm foam using gst60t. Device fired fully and returned home. Shroud were removed. 0.0265 gap between frame a and b was observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.